Event description:
The clinician reports the implant was placed (B)(6) 2015 in the patient's mouth. Surgery details: no primary stability, implant surface not completely covered w/bone and bone overheating. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene and bruxism. The device was sent to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, bleeding and fistula. No further patient complications were reported.